Event description:
It is reported that the patient underwent left total hip arthroplasty in 2008. It is also reported that post op, the patient experienced undisclosed problems with the implant. Revision surgery status is currently unknown.

Manufacturer narrative:
Information was forwarded from the owner establishment zimmer inc., which markets the devices in the u.s. The manufacturer did not receive devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information currently provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer gmbh considers this case closed. (B)(4).